Manufacturer narrative:
Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- 06/03/2019 14:39:29 kameran heyward (kheyward) attention to clinical technology: contact ernesto felix biomed #408-769-8648 ernesto.r.felix-jr@kp.org 06/13/2019 14:32:46 marites malig (mmalig) phone 858-458-7000 7000 estimated mnr repair due to cracked rear case at the bottom left side of the case 06/24/2019 08:18:00 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per marites malig, service tech. Repair needed per ernesto felix, biomed, at ER nesto.r.felix-jr@kp.org for $230. Use new po# bmero5368606 07/10/2019 09:46:30 annette a mendez (amendez) 9632001960920413730700102839907007 03/12/2020 14:46:52 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.